Event description:
Rec'd synvisc one for osteoarthritis in my knees. The pain prior to the injections were minimal. I have had prior injections with reduced pain and increased mobility. After these injections, I experienced severe pain in my knees up to a month. My right knee continues to have swelling and some pain, especially when bending. Again, my previous shots never caused pain or swelling. Rx meds: estrogen/progesterone. Otc meds: calcium, ginko biloba.